Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred for five proglide devices. The sheath was upsized to a large bore sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with a figure of eight stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E4 initial report sent to FDA updated from no to yes. G2 report source updated from health professional; company representative to facility h10 related report numbers added. Attachment: medsun report.

Event description:
Subsequent to the previously filed report, a medsun report was received stating: describe the event or problem: five seperate perclose device suture failures. Failed percloses removed from patient and new perclose devices inserted and deployed. Four failed from lot number 4052341 and one failed from lot number 4040442.] No additional information was provided.